Event description:
In 2005, I had bilateral inguinal hernia repair. The surgeon used bard mesh perfix plug and patch. I have complained to the surgeon about my pain months after the surgery. He diagnosed me with inflammation of the surrounding tissue. That was not the case. I still have pain in the groin area. At the same time, my hydroceles were drained. The surgeon said that my hydroceles are directly related to the hernias. As time went on, the hydroceles came back. The pain in my groin is worsening. Water from the shower can not hit it directly. Pain in my testicles is increasing. I am finding it harder and harder to walk. I have pain in the upper thighs. The pain has also spread to by shines and feet. You can not touch the hernia repair site anymore. I have seen surgeons who state that I do not have any hernias or they say that everything seems alright. Why am I in so much pain? This has been going on for almost 23 months. The only thing that makes sense is that the bard composix kugel patch is the same manufacturer as the one used in me. Dates of use: 2005, to present. Diagnosis: repair inguinal hernias.